Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. It was also reported that the right atrial (ra) lead exhibited high thresholds. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.